Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [1200 mcg/ml] at a dose of 425.8 mcg/day and dilaudid [3.7 mg/ml] at a dose of 1.313 mg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that there was an empty pump that had been confirmed with a physician programmer with the event date reported as (B)(6) 2017. It was indicated that the patient went in to get their pump checked on (B)(6) 2017 so the hcp had the telemetry strip from then but the patient was not currently with the hcp on the date of the report (B)(6) 2017. It was noted that the hcp had spoken with a representative who redirected the hcp to technical services. It was related that the patient was previously with another clinic but they had closed their doors and had to place all of their patients in different facilities. It was indicated that it was unknown if the patient missed the refill and detailed that the reporting hcp¿s facility had taken in the patient but in the meantime an intrathecal pump refill service was not able to fill the patient¿s pump since they were not aware that the patient had a managing hcp. It was stated that it was not an intentional missed refill. Empty pump considerations were reviewed and the hcp was redirected to follow-up with the managing hcp to address the empty pump. It was reported that the patient did not have any symptoms and no complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-may-03. It was reported that the patient was filled with normal saline in an office and placed at a low simple continuous rate to check the pump function. It was indicated that the empty pump had been resolved and that no motor stall issue was detected after the pump was restarted. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported or anticipated.